Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
This device is used for treatment, not diagnosis. During this evaluation, the returned aiming arm and buttress nut were assembled with a known good blade guide. The buttress nut was retained by the aiming arm on each attempt during this evaluation. The nut was rotated and translated on the shaft and was retained each time by the aiming arm. The complaint condition could not be replicated during this evaluation. The buttress/compression nut drawing specifies the outside diameter of the retaining flange as 28.6 at lmc. The 130 degree aiming arm body drawing specifies the capturing diameter as 27.2 at lmc. Therefore, a nominal overlap of 1.4mm exists at lmc for all components. Therefore, the design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
During a tfn procedure while the surgeon was inserting the helical blade, the buttress nut kept popping off of the aiming arm. The surgeon was able to reattach the buttress nut to the aiming arm and inserted the helical blade with no further problem. There was no reported harm to the patient. This is 2 of 2 reports for the same event.